Event description:
The customer returned the device stating, ¿needs repair¿; during device evaluation it was found the downstream occlusion (dso) seal was delaminated and the air in line detector was dented. Patient involvement was unknown. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the customer reported problem of ¿needs repair¿ was confirmed through visual inspection. Visual inspection of the returned device showed a dented air in line detector (aild) and a delaminated downstream occlusion (dso) seal. The aild and dso seal were replaced to address these issues. Further investigation found a contaminated dso sensor. The dso sensor and dso bezel were also replaced. The device passed all testing criteria after the repairs. Service history identified the complaint was not related to a previous service of the device within the review period.